Event description:
It was observed that due to a broken cable unit the camera head exhibited failure of the switches.

Manufacturer narrative:
The product was returned to olympus for inspection. The investigation was performed based on the provided information by the customer and regional repair center and was supported with prior investigations performed through the product technical investigation (pti) process. The repair center was not able to confirm the reported issue of customer of button one and switchover not working. In addition, the following reportable malfunctions were identified during the device evaluation: broken cable unit. Based on the results of the investigation, a root cause could not be identified but it is likely that the following led to the malfunction: due to a broken cable unit the switches do not work. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.